Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 268mg/dl at the time of incident and 263mg/dl was the current value. Customer treated through the pump and declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with missing segments and partial display due to cracked. Unable to perform displacement test, rewind, prime and seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to missing segments and partial display.